Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the electronic gas delivery system did not function as expected. The user reported that during initial calibration, the oxygen was set at 60% on the slide bar, but was reading 97% on the oxygen display tab. Within a few minutes of calibration, the user observed a calibration failure error message. This event occurred three times during the same preparation for use of this device. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a patient as a result of this event.